Manufacturer narrative:
Expiration date is unk because lot# is unk. Leaks are not specifically listed. The device was not returned to assist in the investigation. Per qc specification, a leak test is performed on the mac-loc assembly. It is also confirmed the mac-loc assembly is functional and the correct proximal fitting and the fitting has been securely glued. This device is supplied with an instructions for use that states: "while maintaining traction on the drawstring, push the locking cam lever down until a distinct "snap" is felt." Without the complaint device, a definitive root cause cannot be determined at this time. We will continue to monitor for similar events and have notified the appropriate internal personnel.

Event description:
The physician was placing the ultrathane mac-loc locking loop multipurpose drainage catheter in the chest of the pt. After placing the catheter, the physician attached a flow switch and a syringe to begin aspirating the fluid. At that time, he noticed there was air in the catheter. The physician then switched to a 3 way stop cock, but still noticed air on the catheter. A syringe was attached directly to the catheter, however, air was still noticed. At this time, the physician took out the catheter and replaced it with another one with no problems. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.